Manufacturer narrative:
Device remains in patient. Investigation is ongoing h3 other text : device remains in patient.

Event description:
As reported, the transcatheter heart valve failed; patient came back with stenotic valve and symptom of short of breath and a valve in valve procedure was performed. Patient was stable after tavr.

Manufacturer narrative:
The valve was not returned; therefore a visual inspection, functional testing, dimensional testing or imaging evaluation was not performed. Due to limited information about the device a device history record (DHR) review or a lot history was not performed. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. All ifus reviewed, and there was no IFU/training deficiencies were identified. As the complaint for post implantation stenosis was unable to be confirmed, a complaint history review was not required no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, therefore a manufacturing mitigation review was not performed. A risk assessment was performed on the reported event and revealed no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for post-implantation stenosis was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.